Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. The customer's blood glucose was 107 mg/dl at the time of admission. The customer explained that she passed out and hit her head on the kitchen floor. The customer believed that she had low blood glucose and stated that, when the paramedics came, they did not need to treat her. The customer's healthcare provider had stated that the incident may have been caused by blood pressure due to her blood glucose only being 112 mg/dl. The customer drank juice and felt better, rejecting the paramedics' help. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.